Event description:
It was reported that there was a suspected connection issue between the right ventricular (rv) lead and the implantable cardioverter defibrillator (ICD). It was noted there was oversensing of sensing integrity counter (sic), unstable rv thresholds, and unstable impedance values, including high and low measurements in the complete rv stimulation impedance trend, which depended on the patient's arm position. It was noted a lead fracture was uncertain at the time of the device check. A revision procedure was performed, which revealed a rv lead insulation integrity defect, along with provocation of oversensing with manipulation of the affected lead site. In addition, the lead was twisted with an unknown root cause. The lead was capped and replaced, and the ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.